Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with anti-tachycardia pacing. Upon interrogation, the implantable cardioverter defibrillator delivered high voltage therapy in response to supraventricular tachycardia with rapid ventricular response. The device was reprogrammed. The patient's condition was stable.